Event description:
This unsolicited device case from united states was received on 10-nov-2015 from a physician. This case concerns an elderly male patient who received treatment with synvisc one for partially torn meniscus (off label use) and later his culture was (B)(6) (joint infection and (B)(6)). The patient was feeling pain again in right knee. No concurrent condition was provided. The patient's medical history was significant for neuralgia and spinal stenosis. The patient also had venous and lymphatic stasis in his left leg arising from fasciitis in left thigh muscle. The past drugs included steroid injections (in his l3-l4 and also in his right hip). On an unknown date in (B)(6) 2013, the patient initiated treatment with intra-articular synvisc one injection once (dose, batch/lot number and expiration date: not provided) into both knees for partially torn meniscus(off label use) and osteoarthritis. On an unknown date in 2013 (4 months later), the patient started feeling pain in his right knee again. On an unknown date (about 4/12 months after the first synvisc one injection), the patient received another synvisc one injection in his right knee only. On an unknown date (about 1 week later), the patient experienced redness and warmth in the knee and went back for evaluation. It was reported that the patient was told that he had (B)(6). On an unknown date, the patient was hospitalized for 1 week and had 6 weeks of treatment with cefalexin monohydrate (keflex) or cefazolin. It was reported that the venous and lymphatic stasis in his left leg and predates him getting his first synvisc-one injections by many years and actually has improved over the years. Also reported that the patient used to wear compression stockings and does not have to anymore. It was reported that in the last 5 weeks "everything went away" and the only thing that was still bothering him was his knees. Corrective treatment: cefalexin monohydrate and cefazolin for (B)(6) (joint infection); not reported for feeling pain again in right knee. Outcome: unknown for (B)(6) (joint infection) and right knee pain. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: hospitalization/prolongation for (B)(6) (joint infection). Pharmacovigilance comment: sanofi company comment dated 16-nov-2015: this case concerns an elderly male patient who received injection of synvisc one in right knee and experienced joint infection described as (B)(6) and 'redness and warmth in the knee'. The causal role of the product in the occurrence of the event of joint infection cannot be denied since there is positive temporal relationship between the administrations of the product the occurrence of the event. However, the lack of information regarding the injection technique, risk factors and including other co-morbidities is required to make complete case assessment.

Event description:
This unsolicited device case from united states was received on 10-nov-2015 from a physician. This case concerns an elderly male patient who received treatment with synvisc one for partially torn meniscus (off label use) and later his culture was positive for staph aureus (joint infection and staphylococcus aureus test positive). The patient was feeling pain again in right knee. No concurrent condition was provided. The patient's medical history was significant for neuralgia and spinal stenosis. The patient also had venous and lymphatic stasis in his left leg arising from fascitis in left thigh muscle. The past drugs included steroid injections (in his l3-l4 and also in his right hip). On an unknown date in (B)(6) 2013, the patient initiated treatment with intra-articular synvisc one injection once (dose, batch/lot number and expiration date: not provided) into both knees for partially torn meniscus(off label use) and osteoarthritis. On an unknown date in 2013 (4 months later), the patient started feeling pain in his right knee again. On an unknown date (about 4/12 months after the first synvisc one injection), the patient received another synvisc one injection in his right knee only. On an unknown date (about 1 week later), the patient experienced redness and warmth in the knee and went back for evaluation. It was reported that the patient was told that he had positive culture for staphylococcus aureus. On an unknown date, the patient was hospitalized for 1 week and had 6 weeks of treatment with cefalexin monohydrate (keflex) or cefazolin. It was reported that the venous and lymphatic stasis in his left leg and predates him getting his first synvisc-one injections by many years and actually has improved over the years. Also reported that the patient used to wear compression stockings and does not have to anymore. It was reported that in the last 5 weeks "everything went away" and the only thing that was still bothering him was his knees. Corrective treatment: cefalexin monohydrate and cefazolin for positive culture for staph aureus (joint infection); not reported for feeling pain again in right knee. Outcome: unknown for positive culture for staph aureus (joint infection) and right knee pain. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: hospitalization/prolongation for positive culture for staph aureus (joint infection). Additional information was received on 18-nov-2015. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 18-nov-2015; the follow up information received does not change the overall assessment of the case. Sanofi company comment dated 16-nov-2015: this case concerns an elderly male patient who received injection of synvisc one in right knee and experienced joint infection described as 'positive culture for staph aureus' and 'redness and warmth in the knee'. The causal role of the product in the occurrence of the event of joint infection cannot be denied since there is positive temporal relationship between the administrations of the product the occurrence of the event. However, the lack of information regarding the injection technique, risk factors and including other co-morbidities is required to make complete case assessment.